Event description:
Clinician sustained a needlestick while using the device. The clinician was unable to successfully complete IV access for an unspecified reason. The reporter states that the occurrence was most likely attributable to user error.